Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a stent protector. The stent protector was partially over the stent. The stent was bunched up on the proximal end of the stent. The stent was moved 5mm distally, most likely due to the stent bunching. The stent damage is consistent with improper method of stent protector removal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 4.00 x 20mm synergy¿ stent for use, the physician saw that the stent was damaged. The procedure was completed with another device without incident. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 4.00 x 20mm synergy stent for use, the physician saw that the stent was damaged. The procedure was completed with another device without incident. No patient complications reported.